Event description:
Approx 10 mins after initiating dialysis treatment, the pt complained of sharp pains in her back. No other symptoms were reported or observed. Treatment was discontinued with this dialyzer and the pain subsided within 10 to 15 mins. Dialysis treatment was resumed with a different dialyzer with no further complaints. The involved dialyzer and tubing circuit were discarded. The reported blood loss due to exchanging the dialysis sys was estimated at 200 cc.